Event description:
It was reported that a device was used during a low anterior resection. After firing, the device was difficult to remove from the bowel. The surgeon excised the tissue to release the device from the bowel. There was an incomplete cut in the anastomosis. Once released the surgeon noticed an incomplete cut in the anastomosis. The case was completed with hand suture. There were no other pt consequences.